Event description:
It was reported to nova biomedical, that a consumer's blood glucose meter gave a blood glucose reading in the am but now will not give a reading and an immediate decision on a quantity of insulin bolus could not be made. The consumer reportedly has no immediate back-up working meter on which to test his blood glucose level. A meter and new strips were sent overnight to the consumer. The allegedly faulty meter will be returned to nova biomedical for evaluation.

Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.